Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report of a software error. It was also noted that the power cord bay door was broken, the printer drawer switch was broken and the keyboard hinges were loose.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that an error message was displayed on the programmer during device interrogation prior to implant. Cycling the power did not clear the error, so the service diskette was used, with no success. No patient complications were reported as a result of this event.